Manufacturer narrative:
Additional information was received that battery lasted more than 10 mins. Therefore, there was no reportable malfunction.

Manufacturer narrative:
Block a: no report of patient involvement. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Block h4: date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a battery failure during service that could cause loss of mechanical ventilation. There was no patient involvement.